Manufacturer narrative:
This supplemental report is to provide the evaluation result. The subject device was returned to aizu factory for evaluation. Aizu evaluated the subject device and it was found that the reported phenomenon was reproduced when the distal end of the subject device was angled. The video connector was disassembled, but no abnormality and the water leakage were found in the inside. As a result of disassembling the distal end of the subject device, the covering of the ccd cable was torn and a part of the cable was exposed. From the above, it is considered that this phenomenon may occur when the distal end of the subject device was angled, the exposed part of the cable interfered with other internal parts or the bending tube, causing the wiring to be short-circuited.

Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity. The subject device and the video system center were returned to (B)(4) for evaluation. When the subject device was connected to the video system center which (B)(4) possessed, the reported phenomenon was reproduced. The subject device was sent to aizu olympus for further evaluation. Aizu olympus will evaluate the device. If significant additional information is received, a supplemental report will follow.

Event description:
Olympus medical systems corp(omsc) informed that the endoscopic image disappeared during a laparoscopic cholecystectomy with the subject device. The procedure was completed with the use of another device. There was no patient injury reported.